Event description:
It was reported that the customer experienced loss of consciousness due to a low blood glucose (bg) level of 22 mg/dl. Reportedly, the customer required assistance from emergency medical technician to address bg level with d-pen. Reportedly, the customer alleged that the pump was delivering too much insulin, however troubleshooting could not be completed and the alleged root cause could not be confirmed. The customer reverted to manual injections for insulin therapy.